Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level. Customer checked their blood glucose level before bed and it was 120mg/dl. I ate a package of fruit snacks just to be safe as I had been experiencing random blood sugar drops. At about midnight customer had a seizure due to the blood sugar dropping so fast and blood sugar was then 30mg/dl. Customer¿s blood sugar suddenly dropped to the 20mg/dl and 30mg/dl. Insulin pump will not be returned for analysis.